Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer stated that, the insulin pump was not exposed to a high magnetic field. Customer stated that, they are not able to rewind the pump. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected movement error noted during testing.